Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. A customer reported that before going to bed on (B)(6) 2022, a sensor scan of 199 mg/dl was received and at 4:30 on (B)(6) 2022, a scan of 149 mg/dl was received however, no comparison reading was taken. The customer experienced a loss of consciousness and could not be woken up therefore, the ambulance was called. The customer was taken to a hospital where a blood glucose result of 50 mg/dl was obtained on the hcp meter and the customer was administered an intravenous drip and glucose as a treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Sections h-10 was incorrectly documented in the previous initial MDR report. This sections have been updated.

Event description:
A high readings issue was reported with the adc device. A customer reported that before going to bed on (B)(6) 2022, a sensor scan of 199 mg/dl was received and at 4:30 on (B)(6) 2022, a scan of 149 mg/dl was received however, no comparison reading was taken. The customer experienced a loss of consciousness and could not be woken up therefore, the ambulance was called. The customer was taken to a hospital where a blood glucose result of 50 mg/dl was obtained on the hcp meter and the customer was administered an intravenous drip and glucose as a treatment for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.